Event description:
Customer reportedly obtained results of hi (greater than 600 mg/dl), 475 mg/dl, and 89 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.